Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, pain. Another implant, placed at the same day, healed successfully.